Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phaseal secondary set (c62) there was an issue with mating component matching the secondary set. The following information was provided by the initial reporter: with smart pump that we used, the new secondary set is not matching. The nurse station usually they do back prime with saline to remove the air bubbles happen in the line. With this new product (phaseal c62) it has like a valve that not allow to with draw from the end of the line.

Event description:
It was reported that during use of the bd phaseal secondary set (c62) there was an issue with mating component matching the secondary set. The following information was provided by the initial reporter: with smart pump that we used, the new secondary set is not matching. The nurse station usually they do back prime with saline to remove the air bubbles happen in the line. With this new product (phaseal c62) it has like a valve that not allow to with draw from the end of the line.

Manufacturer narrative:
Investigation summary no sample was provided to our quality team for investigation. The final product for lot ta11873 is assembled and packaged at a supplier site whom we have notified of this incident. As there was no functional issue reported for the product , additional testing is not required at this time. Nevertheless, although it could not be confirmed a user error may be considered as a probably root cause according to the available information as the issue is not related with the manufacturing process. It may be considered that no related complaints have been recorded according complaint trend history. All testing and inspection results were reviewed for the reported lot, no issues were identified and product was verified to be manufactured according to specification.